Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a cartridge alarm while trying to change out the cartridge. Customer's blood glucose (bg) level was elevated; however, the exact value was not provided. Reportedly, the customer administered manual injections which lowered bg level.